Manufacturer narrative:
A bci field service engineer (fse) visited the site on (B)(4) 2011, and found a fan blade broken, which caused dust, not smoke, to come out of the rear of instrument. The fse replaced rear fan for peltiers and power supplies. The refrigeration temperature returned to normal and instrument was operating properly.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a noise and a smoke observed from synchron lx 20 pro clinical system. The system produced a peltier fan error message. The customer unloaded reagents and powered down the system. There was no effect to patient or user.